Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Causality of lymphoma of the colon has not been determined and explant surgery has not been scheduled. Follow-up will be conducted. Review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. Device labeling addresses: "there have been several studies published that examined the risk of other types of cancers, e.g., thyroid cancers, urinary system cancers, sarcoma, endocrine cancer, connective tissue cancer, cancer of the eye, and unspecified cancers in women with breast implants. All of those studies found no increased risk in women with breast implants."

Event description:
Patient reported they had been diagnosed with lymphoma of the colon recently. This record is for the left side device.